Event description:
It was later reported that the patient was somnolent/obtunded. The pump rate was decreased by 10% on (B)(6) 2013. At the time of this report, the patient¿s pain management was acceptable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced altered mental status and hallucinations. The patient was ¿not with it¿. An MRI was scheduled. The device system was used to deliver gablofen 168.79mcg/day and morphine 4.501mg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc lot# n191525012, implanted: 2009 (B)(6); product type catheter. (B)(4).